Event description:
Per the audiologist, the patient reportedly experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a gastrectomy procedure, the closing of the anvil and the instrument was loose when the device was used to anastomose the stomach and the jejunum. The device was not fired. Another device used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device; no device will be returning.